Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the explant procedure. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), batch: 7070554, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), batch: 7070927, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7080449. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7080245, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and suffered a hematoma. The patient underwent a revision procedure where the full system was explanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and suffered a hematoma. The patient underwent a revision procedure where the full system was explanted. Additional information was received indicating the location of the infection and hematoma was at the site of the ipg wherein there were symptoms of redness, swelling and pain present. The patient was administered antibiotics and was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned. An approximation of the event date was also provided. The patient also reported that the hematoma was due to an unrelated accident not due to the device.